Event description:
It was reported that using a radial artery access approach during a procedure of the right coronary artery (rca), the balance middleweight (bmw) guide wire was positioned and using a 6 fr guide catheter the lesion was pre-dilatated with a 2.5 x 15 mm trek balloon dilatation catheter (bdc). The 2.75 x 23 mm xience pro stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. During removal of the sds without any resistance noted the stent implant interacted with the distal end of the guide catheter and the proximal portion of the stent was slightly deployed. The guide catheter, guide wire, and the xience pro sds were removed together as one system/unit. Outside the anatomy, it was noted that the stent implant had dislodged and was not visible in the guide catheter nor on the guide wire. A new guide catheter and bmw guide wire were placed in the rca and the lesion was pre-dilatated using a 2.5 x 15 mm non-abbott bdc; a 2.75 x 15 mm xience xpedition stent was implanted successfully at 18 bar for 23 seconds. As the stent was not sufficiently apposed to the vessel wall, additional post-dilatation with a 3.5 x 15 mm non-abbott bdc was performed; the result looked good. Outside the anatomy the first 6 fr guide catheter was cut but the stent implant was not located. Contrast was injected into the second guide catheter which remained in the anatomy and the stent implant was located distal to the sheath in the arm. Using a snare device, the stent was successfully removed from the anatomy and there was no reported adverse patient effect. The final patient outcome was good. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight, guide cath: 6 fr jr4sh. The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.